Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300-500 mg/dl. The customer stated that in some cases the pump will be turned off and there was no low battery warning. The customer reported the issue usually happens in the middle of the night when the sensor showed lows. Troubleshooting was not performed. The product was not returned for analysis.